Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.

Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose meter. Customer reported receiving readings of 57 mg/dl, 39 mg/dl, 90 mg/dl, and 22 mg/dl within 10 minutes. All tests were performed on the arm. The results when plotted on a parkes error grid feel into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.